Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cable and charged coupled device failure caused the image flicker and color abnormality. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, the subject device had an image with a flashing screen and the color was abnormal. There were no reports of patient harm.

Event description:
It was reported that during preparation for use, the subject device had an image with a flashing screen and the color was abnormal. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.